Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic distal gastrectomy (tldg), when surgeon was firing the device, the reload stopped working. It was reported that the device fired halfway. It stopped after firing half of the loading unit. There was no patient injury.